Event description:
It was reported that the physician could not insert a stylet into the lead so replaced it with a new one.

Event description:
Additional information received reported that a forced insertion of a stylet could have broken the coating of the lead, and that's why a new one was used. It was stated that on numerous occurrences when applying torque to insert the lead in the epidural cavity, the torque may kink the lead. It was stated that a stricture would be caused in the cavity where the stylet was to be inserted. It was noted that this could make inserting the device difficult. It was indicated that a 'concrete measure' may be required. It was further reported that there was no health hazard to the patient with this event. No additional information was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found that the lead stylet coil had foreign material blocking stylet insertion at the #3 electrode sleeve. It was determined that the foreign material was an epoxy. The green handle/green cap stylet was not able to pass beyond the material. The white handle/white cap stylet was able to pass with resistance. Continuity was acceptable on all circuits of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.